Event description:
It was reported by the customer that their sensor cannula was missing and received a lost sensor alarm. Customer stated when she removed the sensor, there was very little of the electrode left. Customer's blood glucose level not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.